Manufacturer narrative:
Device was used for treatment, not diagnosis. Phan, k., hogan, j., assem, y. And mobbs, r. (2016). Peek-halo effect in interbody fusion. Journal of clinical neuroscience, 24, 138-140. This report is for an unknown synfix peek interbody graft / unknown quantity / unknown lot. Device product code is ovd but could not be entered due to system limitations. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, phan, k., hogan, j., assem, y. And mobbs, r. (2016). Peek-halo effect in interbody fusion. Journal of clinical neuroscience, 24, 138-140. The authors presented a potential complication of poly aryl-ether-ether-ketone (peek) based implants that related to poorer integration with the surrounding bone and produced a ¿¿peek-halo¿ effect. The authors reported this effect was not seen in titanium-peek composite implants. Two patents underwent anterior lumbar interbody fusion (alif). The first patient underwent an l5/s1 alif using synthes synfix peek interbody graft, while the second patient underwent l4/l5 alif using a competitor¿s titanium -peek composite implant. Evidence of osseointegration was sought using computed tomography (CT) imaging and confirmed using histological preparations of a sheep tibia model. Results seen on CT showed a halo effect between the peek implant and the bone graft. The authors reported that this effect was secondary to poor osseointegration of the peek implant. This effect is not seen with titanium-peek implants. This is report 1 of 1 for (B)(4). This report is for an unknown synfix peek interbody graft.